Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen with a password prompt. A field service engineer powered down the machine for approximately 30 minutes, cleaned and reconnected all e-drawer connections, then powered the unit back on and verified all functions were operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es monitor displayed a black screen with a password prompt, and the station was shown as offline on remote smart service. The customer indicated that this was a recurring issue with the device. However, there were no delays or adverse events or injuries reported based on this event.